Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly the patient was noted some changes in visual clarity due to a cataract development ("but not in a field of vision") four years after icl implantation. No report of any surgically or medically intervention performed. No information/confirmation about scheduled surgery (march) was received from the doctor. The literature reports that only 6-7% of patients develop a cataract following icl implantation but only 1-2% progress to clinically significant cataract, especially high myopes and older patients. The reassessment will be performed upon additional information about patient status and prognosis is obtained. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the date of the initial surgery was (B)(6) 2010.

Manufacturer narrative:
(B)(4) - cataract, induced. Device evaluated by manufacturer? No - lens implanted. Evaluation: method - work order search. Results - a lens work order search was performed and one similar complaint was found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4): lens implanted.

Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in his left eye (os). The patient reported a cataract has developed but is not yet in his field of vision. The icl remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.